Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is setup with the incorrect language. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate (cca). The patient manages her diabetes with oral medication. The product issue began on (B) (6) 2010. As a result of the product issue, the patient did not alter her diabetes management at the time of concern. Reportedly, on (B) (6) 2010, the patient developed high symptoms described as "dizzy and eyes blurry." The patient denied receiving any treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the cca noted that the incorrect language issue was not resolved. This complaint is being reported because the patient claimed she had symptoms that can be associated hyperglycemia 4 days after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.